Event description:
Our customer tells us that they have changed the measures of this key, when converting from inches to millimeters we have a difference of 2 mm: 1.5 inches x 2.54 cm = 3.81 cm would be 38mm, but in the primary packaging mentions that are 40mm. No other issues.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received. Our customer tells us that they have changed the measures of this key, when converting from inches to millimeters we have a difference of 2 mm: 1.5 inches x 2.54 cm = 3.81 cm would be 38mm, but in the primary packaging mentions that are 40mm. Additional information received on 13 sep 2024: date of event identified? (B)(6) 2024. Kindly provide the batch number for the material reference number 305198. Batch: 3145355. Please confirm the quantity affected. Na. Is there any issue faced with the product other than the label content incorrect? Only unit conversion on the label.

Manufacturer narrative:
(B)(4) follow up. It was reported when converting from inches to millimeters there is a difference of 2mm in the unit conversion on the label. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging shelf box with the information per product specification. No other defects or imperfections were observed. A device history record review was completed for provided material number 305198, lot 3145355. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.